Event description:
It was reported, the pt's scs ipg was rec'd by the failure analysis lab. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Eval: results: the ipg was tested to mfg specifications using the autotester and passed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.